Event description:
A review of the events indicated that six patient samples tested on the galileo neo, automated blood bank system produced inaccurate results. A review indicated that four patient sample tests using the galileo neo automated blood bank system produced an unexpected false negative result with one false negative result for the anti-e antibody; one false negative result for the anti-jkb antibody; and two false negative results for the anti-k antibody. Two instrument malfunctions produced inaccurate abo rh results based on historical information for the patients using the abo forward typing assay; each with inaccurate results for anti-d. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.